Event description:
Underwent total knee replacement in 2004. Since that surgery, she has been having left knee pain due to the fact that her patella subluxes and she has trouble bending her knees. Trouble with stairs and frequent falls due to the instability of the patellofemoral joint. Fell about 5 months ago and has had problems since then. Physician noted that the leg is in external rotation when she walks, approximately 35 degrees. This has caused undue lateral traction of the patella, causing it to sublux and become unstable. The pt required revision total knee replacement, removal of all tibia, femoral and patellar components and lateral retinacular release.